Event description:
As reported, "a male pt with a right-sided pocket infected from an eroded device. Patient had 3 leads, one lead placed 16 months ago, another placed in 2001 and the third lead was 15 years old and unsuccessful at removing the lead 16 months ago. Dr. Chose to start with 11fr evolution to remove the eldest and most difficult lead first since the patient was pacer dependant. The 11fr didn't make the sharp turn on the right subclavian vein. Instead it perforated the posterior side of the subclavian-innominant junction causing a pleural effusion as seen on the fluoroscopy. The cardio-thoracic surgeon moved to an immediate thoracotomy, got control of the torn vessel and ligated the subclavian vein. Epicardial leads were ten placed and the remaining leads were cut and retracted into the venous system."

Manufacturer narrative:
History: when user was attempting to make the sharp turn of the right subclavian vein, the device did not make the turn and instead perforated the posterior side of the subclavian-innominant junction causing a pleural effusion. Analysis: upon receipt of the device, it was closely examined visually and mechanically for any signs of damage or irregularities. A close examination of the overall device revealed no anomalies outside of the set curve in the overall lengths of the inner and outer sheaths which is normal for this device after it has been used, the handle itself was found to be fully operational. No damage or irregularities were found regarding the tip area. There was some slight deformation of the beveled end of the outer sheath which also is not an unusual occurrence resulting from the use of this device. A slightly tighter curve than that found in the overall sheath lengths was found at the strain relief of the handle which again is not an unusual occurrence after use. These conditions simply appear to be the result of a fairly aggressive use of the device, but not so aggressive as to cause the device itself to fail or malfunction. No significant damage or irregularities were discovered. The device as received was still fully operational. Conclusion: after careful examination of the device in question, the conclusion is that the device itself did not malfunction even thought the procedure was not successful. We would also conclude that as per the intended use of the device, certain conditions regarding the procedure and technique of the user could result in an unsuccessful procedure. As with any device and any procedure there will always be variables known and unknown that can jeopardize the success of the procedure. And even though the device may be fully functional, there is no guarantee in such cases that success will be achieved. This unfortunately is one of those cases. Corrective action: no corrective action required.